Event description:
An rx dilatation balloon was used during a balloon dilatation procedure in the duodenum of a male pt (weight unk) in 2008. According to the complainant, "the dilation balloon was opened and placed into the {endo} scope channel. The [physician] began to use the balloon and after the [fourth] dilation which was the dilation of the ampulla it was noticed that contrast was leaking from the proximal end of the balloon at 9atm. The balloon was removed and the procedure was completed with [a second rx dilatation balloon]." There were no complications reported as a result of this event, and the pt's condition was "stable" following the procedure.

Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete; therefore, the cause of the reported leak is undetermined. A search of the complaint database revealed no add'l complaint for this lot. The april 2008 15-month biliary dilators prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.